Event description:
It was reported that the patient presented complaining of pain in the abdomen during pacing. It was determined that the right ventricular (rv) lead experienced decreased impedance, short interval counts (sic), undersensing and non-capture. A chest x-ray was performed in which a micro dislodgement was confirmed with a cardiac perforation. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).